Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 01/04/2013. The strip lot #d150211-1 was manufactured on 02/11/2015 and expired in 02/2017. Ok biotech received no complaints from same manufacturing batch of strips . Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 11:00 am after the end user was receiving higher than normal blood glucose readings from his prodigy diabetes meter. The end user was very tired, hungry and dizzy. At the time of the medical event his blood glucose reading was 392 mg/dl. The end user was taken to the ER and upon arrival his blood glucose reading was 112 mg/dl. Which falls within normal range. No treatment was administered and after a few hours at the ER the end user was discharged with a blood glucose reading of 112 mg/dl. No further details were provided in relations to this medical event.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 59/62 mg/dl, for level high were 241/245 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return his strips, and according to patient's product information, the strips with him was expired on feb.11, 2017. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
This is a supplemental report to initial report 3005862821-2017-00047 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on 06/05//2017 and an investigation results of the suspect devices were completed by ok biotech.